Event description:
It was reported that the patient had severely calcified, moderately tortuous, 3.50 diameter, 50-70% stenosed lesion in the right coronary artery (rca) with the presence of two huge calcareous buds, facing each other on the cluster of differentiation 2 (cd2); total lesion was about 40/50 mm. Access via the right radial artery in 6f with the viperwire advance coronary guide wire with flex tip was installed without any difficulty. The vessel was primarily wired with the viperwire. Glideassist advancement of the diamondback 360 coronary orbital atherectomy device (oad) crown was performed as soon as the guide catheter came out in order to start retrograde treatment of long large-caliber right lesion with two calcareous buds. Two-low speed treatments were performed but without being able to go beyond the second bud after the second part of the rca. During the fifth treatment, the viperwire folded 5mm from distal flex tip part at the level of a bud and then fractured 8-10 cm from the distal end. The 5-8 mm long fragment remained in distal rca. It was unknown why the viperwire folded but the blockage was between two calcified nodules. The oad crown did not jump prior to the fracture. This led to the oad causing a perforation in the end of second segment of the rca after coming out of its axis/guide. There was no wire bias. There was no difficulty wiring or delivering devices. The perforation was treated by placing a covered stent. The oad and viperwire were removed together. There was no other damage to the oad or viperwire after removal. The patient expired despite multiple attempts at resuscitation. In the opinion of the physician the primary and secondary cause of death are unknown and it was difficult to determine if the oad caused or contributed to the patient¿s death as the patient was very fragile. In the opinion of the physician the oad probably contributed to the perforation.

Manufacturer narrative:
A visual inspection, dimensional analysis and detailed analysis were performed on the returned device. The reported complaint of guide wire fracture was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported guide wire fracture appears to be related to circumstances of the procedure. The guide wire was returned fractured at the distal end. Detailed analysis of the guide wire shows evidence that the fracture occurred during use in an elevated-stress environment. This is consistent with reported details which indicate wire interaction with calcified nodules. Although no guide wire kinks were observed, the reported wire "folding" may have contributed to the fracture. Based on the results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: d9, g3, g6, h2, h3, h6 (codes 4755, 4118, 3233, and 11 no longer apply). H10: the orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.

Event description:
It was reported that the patient had severely calcified, moderately tortuous, 3.50 diameter, 50-70% stenosed lesion in the right coronary artery (rca) with the presence of two huge calcareous buds, facing each other on the cluster of differentiation 2 (cd2); total lesion was about 40/50mm. Access via the right radial artery in 6f with the viperwire advance coronary guide wire with flex tip was installed without any difficulty. The vessel was primarily wired with the viperwire. Glideassist advancement of the diamondback 360 coronary orbital atherectomy device (oad) crown was performed as soon as the guide catheter came out in order to start retrograde treatment of long large-caliber right lesion with two calcareous buds. Two-low speed treatments were performed but without being able to go beyond the second bud after the second part of the rca. During the fifth treatment, the viperwire folded 5mm from distal flex tip part at the level of a bud and then fractured 8-10 cm from the distal end. The 5-8mm long fragment remained in distal rca. It was unknown why the viperwire folded but the blockage was between two calcified nodules. The oad crown did not jump prior to the fracture. This led to the oad causing a perforation in the end of second segment of the rca after coming out of its axis/guide. There was no wire bias. There was no difficulty wiring or delivering devices. The perforation was treated by placing a covered stent. The oad and viperwire were removed together. There was no other damage to the oad or viperwire after removal. The patient expired despite multiple attempts at resuscitation. In the opinion of the physician the primary and secondary cause of death are unknown and it was difficult to determine if the oad caused or contributed to the patient¿s death as the patient was very fragile. In the opinion of the physician the oad probably contributed to the perforation.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The orbital atherectomy device referenced in b5 is filed under a separate medwatch report number.